Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up with the implantable cardioverter defibrillator exhibiting pacing inhibition attributed to by myopotential over-sensing. It was noted that the patient¿s occupation sometimes requires excessive muscles contractions and movements that may be over-sensed. The patient was made aware of the risk, and the physician had not alleged device malfunction. There were no interventions made.